Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device burr did not rotate was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device ran in the locked position and had unintended activation/motion. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that the device burr did not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.